Event description:
One screw nail seems to be migrated according to x-ray provided.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, based on the available information, the nail and lag reported as still implanted, it cannot be concluded if the stability and nonunion of the femoral fracture or surgical technique played a role in the backing out of the compression screw. One x-ray was provided which confirmed the report. Without medical records or the device, a thorough investigation cannot be performed. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.